Manufacturer narrative:
The explanted device was returned to the manufacturer for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the pt had a pump exchange due to severe hemolysis and suspected thrombosis. Pt had elevated ldh and dark tea colored urine. Pt was reportedly compliant with medication and typically had a therapeutic inr. A ramp study was performed. Pump exchange was performed subcostally changing out the pump only.